Event description:
The explanted generator was returned for analysis. The reported "mechanical problem unable to torque setscrew" and "device failure" allegations, were not duplicated in the pa laboratory. The returned setscrew was installed into the negative connector block of the returned pulse generator. The returned setscrew set and released (with bench torque wrench) a bench test resistor and bench lead with no difficulties (lab conditions). However, the evidence of septum debris in the setscrew socket (as received) may have been a contributing factor for the torque wrench not to be fully engaged into the hex head, possibly impeding the process of setting or releasing the setscrew. This observation/finding is not considered a device failure, but instead the result of extensive manipulation of the product. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the visual anomalies, there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported by a surgeon through a company representative that the placement screw on a generator could not be tightened sufficiently during the procedure, and it was explanted and replaced. Additional information was received from the area representative indicating the torque screw was disposed of after surgery and would not be returned along with the explanted generator. At the moment attempts to obtain the explanted generator returned to the manufacturer have been unsuccessful to date.

Manufacturer narrative:
(B)(4).